Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was found out of spec during bench testing. It was reported that the pressure increases when moving 50 percent to 100 percent. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation- the returned device showed bending of the front panel, a missing control knob and the manometer was out of specification. However the reported issue was not confirmed during functional testing. Other than the manometer issue the device met with specifications.